Event description:
The reporter stated, that the surgeon had inserted a three piece aspheric collamer lens model cq2015a and noticed the lens was torn. The surgeon cut up the lens to remove it without enlarging the incision and put in another same model lens. No pt injury.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows a portion of the optic is torn off and missing and the lens is torn in half. There is one haptic torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation..